Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator or machine error" and/or "improper leaching of the product". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient received a few catheters that had bumps on them. The patient allegedly experienced irritation with the use of the catheter and stated that they possibly caused a uti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient received a few catheters that had bumps on them. The patient allegedly experienced irritation with the use of the catheter and stated that they possibly caused a uti.